Event description:
Customer reported the c-arm brake is not holding. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a worn brake pad. System operates as intended.